Event description:
It was later reported that the patient was receiving good therapy.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was 'close to' dehiscence and that the health care provider (hcp) saw the serial number from the pump. The reporter was not certain if the pump was exposed out of the skin. The patient had been admitted to the hospital late the previous night. The reporter was unaware of the patient's condition. It was reported a revision was planned on (B)(6) 2013. It was noted, 'because the patient is totally fused up his spine' the hcp planned to move the pump to the other side of the patient's abdomen and then tunnel the catheter across the abdomen. It was later reported that cultures were taken 'but it didn't look like anything was infected at the time,' so the pump was moved to the other side of the patient's abdomen. It was reported the pump had started to erode from the skin surface. It was reported the patient was not symptomatic. The existing catheter was used along with a new pump segment that was added, and the hcp 'cross midline using a pump segment.' The device system had been used to administer lioresal. It was later reported the pump had been 'lightly seen under the skin.' The same pump was moved to the patient's other side and the hcp created a new pocket. It was noted, 'nothing looked infected per the md.' It was reported the patient did not have any symptoms prior to surgery. Additional information has been requested, but was not available as of the date of this report.